Event description:
Debilitating and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Profound and permanent hematological injuries [blood disorder]. Zinc poising [metal poisoning]. Copper deficiency [copper deficiency]. Injuries that require use of a cane [mobility decreased]. Case description: an attorney reported that their adult male client, no age 72 years, used fixodent denture adhesive, version unk cream, unspecified total daily use and reported the following: debilitating and permanent neurological injuries, profound and permanent hematological injuries, zinc poisoning, copper deficiency, injuries that require use of a cane, severe and permanent physical injuries which have left him unable to perform his normal, customary, and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.